Event description:
(B)(6) study. It was reported that valve thrombosis occurred. In (B)(6) 2016, the index procedure was performed. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The index procedure, the subject received loading doses of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated balloon aortic valvuloplasty (bav); new left bundle branch block was noted post bav. Subsequently, a 25 mm lotus valve was implanted. There was correct positioning of the prosthetic heart valve into the proper anatomical location. Three days later, the subject was discharged on aspirin. In (B)(6) 2020, 1324 days post index procedure, the subject was noted with possible aortic valve thrombosis. A computed tomography (CT) scan and echocardiogram (ECG) was performed. The event was treated medically. At the time of reporting, the event was considered not resolved.

Event description:
Reprise iii study it was reported that valve thrombosis occurred. In (B)(6)2016, the index procedure was performed. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The index procedure, the subject received loading doses of 81 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated balloon aortic valvuloplasty (bav); new left bundle branch block was noted post bav. Subsequently, a 25 mm lotus valve was implanted. There was correct positioning of the prosthetic heart valve into the proper anatomical location. Three days later, the subject was discharged on aspirin. In (B)(6) 2020, 1324 days post index procedure, the subject was noted with possible aortic valve thrombosis. A computed tomography (CT) scan and echocardiogram (ECG) was performed. The event was treated medically. At the time of reporting, the event was considered not resolved. It was further reported that in(B)(6)2020, 1312 days post index procedure, the subject presented emergently with shortness of breath and chest pain presented. Physical examination revealed 2/6 as murmur, and1+ lower extremity edema. The subject was currently on aspirin during the hospital visit. On the same day, ECG revealed poor r-wave progression and non-specific t-wave abnormality, low voltage with rightward p-axis rotation- possible pulmonary disease. Echocardiogram (echo) revealed mild concentric left ventricular hypertrophy with grade I diastolic dysfunction and normal sized chambers, normal right and left ventricle systolic function with left ventricular ejection fraction of 60-65%, abnormal left ventricular global long strain-14.4%, and a 25 mm boston scientific lotus valve with moderate-severe residual aortic stenosis. Since the subject was stable with no significant cardiopulmonary symptoms a 4d cardiac computed tomography (CT) was recommended to evaluate the leaflet thrombosis on a later date and to continue home medication. In (B)(6) 2020, 4d CT revealed moderate hypoattenuating leaflet thickening involving the bases of all the cusps consistent with thrombosis resulting in partial immobility of all the cusps. The subject was started on 2.5 mg eliquis and was recommended to stop aspirin.